Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6: method codes: a manufacturing record evaluation was performed for the finished device [11560-120420-10] number, and no non-conformances were identified. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during a rotator cuff repair the handle that closes the jaw of expressew iii sutuer passer w/o hook is bent and not closing. The complaint device was received and evaluated. Visual inspection revealed that the expressew is slightly worn and used, but in expected condition. A black marker sign can be observed on both sides of the device. The jaw lever has the ratchet latch assembly loose. The upper capture jaw is bent and loose, it can be moved up and down with the fingertips. Due to the loose condition of the jaw, a functional test could not be performed. According with the visual inspection result, this complaint can be confirmed. The possible root cause for the reported condition can be related to the constant use of the device that causes metal fatigue. Since this device is reusable, the metal parts begins to lose its shape due to the continuous use and sterilization. A manufacturing record evaluation was performed for the finished device [11560-120420-10] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair the handle that closes the jaw of expressew iii sutuer passer w/o hook is bent and not closing. Another device was used to complete the procedure. No patient consequences or surgical delay reported. The device is available to be returned for evaluation.